Event description:
Additional information received from reporter (B)(6) 2012: in refer to access number (B)(4) steris system 1e sn: (B)(4). Sterilizer failure to fill or drain during system sterilization process. Steris tech can in three days later and replaced the following parts steris item number (B)(4) rebuild kit, ck8 and steris item number (B)(4) check valve. Still having failures. We have met with steris representatives about all the issues reported under access number (B)(4).

Event description:
Additional info received from rptr: another failure. The uv light failed, steris was notified but rptr has not had any resolution though rep visited hosp two days ago. There are a total of 12 devices with all problems previously reported and now the uv light failure.

Event description:
Additional info received (B)(4) 2012: we have three machines with this problem. The serial numbers are (B)(4). All our system 1e's had a recall performed that required all the water hoses to be replaced. Steris performed this recall. The corrected hoses are leaking at the uv light assembly. This has happened once a week, every week since the hoses were replaced. Steris is aware of this issue, not sure what their solution will be. Until then, we have to continually tighten hoses. This could cause a safety issue as water and electricity do not mix. Event date: (B)(6) 2012.

Event description:
Additional information received from reporter (B)(4) 2013: FDA access number: (B)(4). In reference to the above access number, we have two more events that occurred on (B)(6) 2013. Our steris system 1e's continue to have operating problems. They continually fail the diagnostic test and will not operate. The serial numbers on the units are (B)(4). The diagnostic codes given are for failed the maxpure filter test. The filters have been changed with steris provided filters, but the unit will still fail the diagnostic test. Service calls have been placed with the following service request numbers; (B)(4).

Event description:
Add'l info rec'd 2/15/2013: rptr called in to add'l info to report number (B)(4). Failing uv intensity.

Event description:
Steris system ie sterilizers are an unreliable sterilization system. These units interrupt pt care due to their unreliability. System diagnostic failures, uv light failures, sensor failure etc., during clinical use. We have had over 184 system failures since installation of 12 new steris system ie in (B)(6) 2011. See steris report below on system ie failure during clinical use. This is just a few of the failures. Also these reports have been condensed down to fit the required 6400 character limit. The steris system ie's are poorly design/engineered product that need to be pulled from the market. Total engineering lemon.

Event description:
Add'l info received from reporter (B)(4) 2012: we have another problem with a unit not passing diagnostics. The serial number is (B)(4). It is failing diagnostic cycle due to "circulation pres. Low". After taking with steris, they wanted us to change the maxpure filter to see if it would resolve the problem. We did, but the problem is still there. The machine was called into steris for repair, service request# (B)(4). Event date: (B)(6) 2012.